Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2013-13737. The patient has two leads from the same lot number. It was reported, the patient's stimulation would turn on and off without prompting and was as the patient described giving her "shocks". The patient described it as shooting pain going down her legs and across her back which would last approximately 5 minutes. The patient stated this has been occurring more often in the past 4-5 months. A sjm representative met with the patient and turned off the magnet mode. Patient to keep record of when the system turns off.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.